Event description:
An alarm was reported by the caller, indicating an occlusion issue that happened multiple times. The caller experienced frequent occlusion events but did not consistently use the same corrective actions, opting instead to change the infusion set and cartridge and then resume insulin administration. There was no adverse impact on the customer's blood glucose level. Despite recurring issues, the caller declined additional assistance, and the case was closed by technical support.